Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 1 malfunction events(s), where it was reported the devices experienced cot falsely engages into fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer and the cause was traced to the user. Evaluation results findings (components/results). 1 device: fastener / installation problem identified. There was no remedial action taken. This device is not labeled for single use.